Manufacturer narrative:
Unit received with cracked battery tube threads and cracked case at the reservoir tube window corners. Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to perform self test and displacement test due to no button response.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. Customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.